Event description:
During mechanical ventilation, pt developed cyanosis and bradycardia at 2:40 am. Exhaled tidal volume and respiratory rate readings registered "o". Ventilator failed to deliver manual breath when activated. The pt was immediately disconnected from the ventilator and manually ventilated with 100% oxygen. 08 also noted in temp control panel.